Manufacturer narrative:
The investigation confirmed that both higher and lower than expected vitros tsh quality control results were obtained while using two vitros 5600 integrated systems. A review of historic quality control results determined that the vitros 5600 systems were operating as expected at the time of the event. A definitive root cause for the event could not be determined. However, a tsh reagent lot issue cannot be ruled out as contributing to the event.

Event description:
The customer obtained both higher and lower than expected vitros tsh quality control results while using two vitros 5600 integrated systems (control 1 tsh results 0.8719, 0.8217, 0.8256 miu/l vs. Expected result 0.68 miu/l; control 2 tsh results 0.037 miu/l vs. Expected result 0.064 miu/l; control 3 tsh results 0.045 miu/l vs. Expected result 0.068 miu/l; control 4 tsh results 35.63 miu/l vs. Expected result 27.1 miu/l). Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur with patient samples. No discrepant tsh patient results were reported to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint numbers (B)(4).